Event description:
Patient suffered minor burn to medial aspect of the left leg. Cautery machine and nma neuromonitoring machine used. Burn most likely related to the nma neuromonitoring machine as cautery was not used on the leg. Diagnosis or reason for use: acquired scoliosis.